Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) intermittently oversensed atrial activity on the ventricular channel. Troubleshooting determined that the crosstalk was positional ¿ not present when standing but present when sitting. The device sensitivity was adjusted and defibrillation threshold (dft) testing was successfully performed. The device remains in service and the patient will be monitored. No additional adverse patient effects were reported.